Event description:
During a dialysis treatment, the pt became nauseated, vomited and disoriented after about 2 hrs into the treatment. The pt asked to be removed from the machine. The facility found that the pt was dialyzed with low conductivity and the machine did not alarm.